Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 c-ring slider was bent. It was difficult to irrigate the scope. The irrigation from the c-ring would squirt straight and therefore, just flooded the field with fluid. After attempting to use the device, a replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cannula and it was very bloody. A functional leak test was performed with a syringe and the device did not work as expected. Based upon this, the reported complaint was confirmed. Internal file number - (B)(4).